Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. Diasend download reflected the delivered basal and boluses amounts with accuracy. Investigation did not confirm or duplicate the complaint and the pump was found to be operating within specifications without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The distributor alleged that when uploading the pump to diasend the graphs were very strange. The distributor alleged that some days the pump showed the pump had given one amount of basal and the next day something different. This allegedly happens even if the patient has not touched the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.